Event description:
The suture was used during an orif right ring finger procedure. Reportedly, the surgeon was suturing a tendon and the needle broke. The broken piece was retrieved and a new suture was used to complete the procedure. The hospital has reported no pt injury.